Event description:
Consumer purchases insulin syringes for injection into diabetic cat. Consumer reported after injection, they placed the cap back onto the syringe needle. The needle easily pierced through the cap and into finger. Consumer is concerned about transmission of pathogens from cat. Consumer believes the caps are defective. Syringes are sold in boxes of approximately 50.